Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) scarred too high against the shaft in the patiens scrotum, and he was unable to properly inflate the device. The ipp was explanted. There is no additional information reported.